Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The suspected cause is likely to be due to a bad network cable.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site's system was not sending images. No further details were provided. This was reported outside of a procedure. There was no patient involved. Additional information received. It was reported that imaging system could not be communicated with, specifically dicom. Site stated that the imaging system could connect with the navigation system. Upon arrival at the site, the manufacturer representative was told that the system was working. The manufacturer representative observed the system being used during a procedure. He confirmed that the imaging system was connected to the navigation system. He also observed the site perform a 3d spin and the scan was displayed on the navigation system. Site it team verified that the network data had not been changed on the system.